Manufacturer narrative:
(B)(4).

Event description:
Patient's wife contacted dexcom on (B)(6) 2015, to report a patient death that occurred on (B)(6) 2015. Patient's wife reported that patient death was not related to blood glucose (bg) levels, and that he had suffered from head trauma. Patient was found unconscious by his wife, after sustaining a head injury. Patient's wife called 911. Patient was taken to the hospital by helicopter to the trauma center. An MRI confirmed internal bleeding in the patient's head. Patient's wife reported that the patient passed away as a result of internal bleeding and hemorrhage. Patient's wife reported that the patient was not wearing continuous glucose monitor (cgm) at the time of the reported event. No additional event or patient information is available. There was no alleged device malfunction. It should be noted that diabetes mellitus is a known cause of death. However, a conclusive root cause can not be determined without a certificate of death.